Manufacturer narrative:
The device has been returned and is being evaluated. A follow up report will be submitted after evaluation is completed.

Event description:
It was reported that during the procedure, the guidewire separated while being removed from the balloon catheter. The broken segment was successfully retrieved. No pt injury reported.